Manufacturer narrative:
The power base unit (pbu) was returned, tested and no functional problems were found with the pbu. In addition, the pbu to paient cable that connects the pbu to the system controller was also returned for analysis. The cable was tested for continuity and faile. The cable was found to have high resistance and appears to have caused the voltage issues noted in the event. The cable had worn out form extensive use. Based on the information available, the caused of the event appears to have been the result of the pbu to patient cable that connects the pby to the system controller had reached it appears to have been the result of the pbu to patient cable that connects the pbu to the system controller had reached it end of life from wear and tear. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that during implant of the lvad, the patient received low voltage alarms, and the yellow batery was flashing on the system controller even though the battery cell had already been replaced. The battery was changed again and a self test was run; however, the issue was not resolved. The hospital staff then switched the power base unit (pbu) to another outlet, but the alarms continued. The system contoller was exchanged and the alarms were resoved, but shortly after red heart and yellow wrench alarms were experienced and the device was seemingly inoperable. The pbu was then changed and all of the issues were resolved. The pbu that was replaced was returned to the manufacturer for analysis.